Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented with rebound inflammation approximately three to four weeks after implantation of mi60 iol in both eyes. This report is for the right eye. The surgeon was uncertain what caused the inflammation. According to the latest exam performed on (B)(6) 2011 ucdva ou: 20/50-2 and bcdva ou: not provided due to patient light sensitivity issue. The patient was prescribed steroid therapy for recurrent inflammation/iritis and was sent to a retina specialist for possible cystoid macular edema (cme). The retinal specialist continued treating the patient with durezol and bromday. Please reference MDR# 1119279-2011-00249 for the intraocular lens implanted in the left eye.